Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, an engineering review, a pmv review of complaint trends, and an evaluation of the returned device. The device was received with a broken jaw. Engineering observed that the tube house was broken on both tabs. No functional testing could be performed due to the damages. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Engineering concluded that the root cause for the reported defect was the use of excessive manipulation by user that consequently caused the breakage of the tube housing tabs. The received unit is consistent with a unit that was manipulated with excessive force during procedure by user, using the device as a lever increasing the stress force on the tabs of the tube. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a lap appendectomy, they used the device during lap appendix and the jaws have been broken in the abdomen. The device component was retrieved. It was also reported that the patient did not experience an adverse event as a result of the device malfunction.